Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The medical surveillance specialist (mss) spoke with the pt on april 27, 2009 and obtained the following info. The pt did not recall when the alleged power issue began. Despite the issue, the pt claimed she continued to take her usual oral medication (8mg prandin) and lantus insulin (44 units) daily. On an unspecified date/time, after the alleged power issue began, the pt claimed she developed a dry mouth, palpitations, and feeling tired; symptoms she associated with a high glucose. The pt stated that the symptoms lasted for approx one day and denied receiving medical treatment in response to them. However, the pt claimed that she managed her food intake more closely at the onset of the symptoms. At the time of troubleshooting, the customer care advocate noted that the pt did not replace the subject meter's battery as recommended in the owner's booklet. The pt did not have a new battery at the time of the call and therefore, the issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of an acute complication of diabetes after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.